Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the representative noted that after replacing the uninterruptible power supply (ups) the system would not boot into the software. The batteries were then replaced and the system was returned to an operational condition

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The ups was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that when the doctor was registering the patient, the stealth station s8 powered off. Troubleshooting were performed: the monitors were off, the power button was not lit, but they could hear fans running. The site tried to hold the power button down for several seconds and reboot the system, but neither cart would not power on. Opened the system and found the error light on the ups was flashing red. No other lights were lit. Disconnected the system from wall power, held the power button for 30 seconds, and they tried to power the system on again, no change. The site brought in their s7 for the case. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned for analysis. Functional testing found that the field effect transistors were blown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: on 2019-4-11 the representative was on site and the system powered on immediately. The issue was not able to be replicated. The rep was back on 2019-4-15 and the issue was still unable to be replicated.